Manufacturer narrative:
Complaint no: (B)(4). The device was serviced by a service technician as part of preventative maintenance. Functional testing and visual inspection were performed. The f-49 alarm was identified during functional testing. The cause of the condition was determined to be due to lost configuration settings. A service history review revealed that the device had experienced repetitive failure related to this issue. However, there was no indication that the parts replaced during servicing caused or contributed to the reported event. To correct the condition, the configuration settings were reset. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-49 alarm. No additional information is available.